Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damaged keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube. The insulin pump passed the prime, excessive no delivery alarm and displacement tests. No unexpected excessive no delivery alarm was noted. No moisture damage was noted to the electronic assembly.

Event description:
It was reported that the insulin pump alarmed no delivery, followed by a button error. The blood glucose reading was 245 mg/dl. The customer stated that she had gone swimming with the device still on and had submerged the insulin pump in water. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.